Manufacturer narrative:
Section a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h6: health effect - impact code: 4625 (to capture unplanned vitrectomy : surgical intervention and sutures: surgical intervention). Section h6: device code(s) - 1670 - use of device problem (to capture loading issues / use error) section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens, was improperly loaded. A vitrectomy was performed and four sutures were used. It was indicated that the procedure was completed implanting another lens in the patient's left eye. Patient is fine. The suspect product was discarded. No other information was provided.